Event description:
It was reported that the patient had a revision surgery on (B)(6) 2020, which revealed the destruction of tissue and a large seroma consistent with cobalt induced cystic structure. The patient was again hospitalized on (B)(6) due to continuing issues related to the ongoing infection.